Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. Engineering analysis of the device log file confirmed that the ilet was operating as intended. Alerts for low glucose, urgent low, and urgent low glucose were triggered appropriately. Insulin delivery aligned with cgm trends, and insulin suspension occurred when required. Based on available data, the ilet functioned as designed, and the cause of the event is indeterminate.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event resulting in a seizure. The user's spouse called 911, and the user was transported to the emergency room (ER). At the time of ems arrival, the user's blood glucose (bg) had risen to 102 mg/dl after consuming soda and glucose gel. The user was not admitted but remained in the ER for observation and testing. The user later reported feeling better and reconnected to the ilet following a retraining session and factory reset.